Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event, treatment for the peritonitis, and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. There was no additional information available.

Manufacturer narrative:
The peritonitis occurrence was previously reported as one day after the updated reported date. Upon follow up it was reported the peritonitis was manifested by cloudy effluent and stomach pain. The patient was treated with unspecified antibiotics for the event. At the time of this report the patient was recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.